Event description:
A medtronic ent rep reported that the fusion system monitor lost signal and then displayed a dark blue hue. Image was good when system was initially powered on. Medtronic rep checked cable connections at the monitor and computer; all connections were seated properly. Power cycled system; no resolution. Requested that he use an external monitor to troubleshoot further. Plugging in a monitor from another fusion system at the site resolved the issue. No pt was present during this event.

Manufacturer narrative:
No pt was present or involved in this concern. Replacement part shipped (B)(4) 2012. RMA issued. An electrical malfunction of monitor directly caused the event. Manufacturer testing confirmed monitor is not functioning properly. During testing, screen was mostly black with an occasional flash of white while using a known good computer feed. A replacement monitor was installed on the system at the site and this resolved issue. System is now fully functional.